Event description:
Received a result when inserting a new, undosed strip. No action was taken based off of the results the device provided. Requested return of suspect device and replacement was sent.